Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device replacement was recommended due to the presence of the bd code. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.